Event description:
The complaint description was reported as: a burned or melted section of the expiratory limb of this circuit was noted. No pt injury or intervention reported.

Manufacturer narrative:
Date of event: the event date is reported as 2008. The device is not available for investigation. The investigation results are not available at time of this report.